Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 4.1 was failed. A field service engineer inspected and found that slide damage preventing the drawer from pulling out fully. The fse transferred all cubies to a new drawer, configured it, and tested functionality using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main half height cubie drawer 4.1 not open completely. The customer attempted troubleshooting by opening the drawer from the back but was unable to identify any obstruction that could be causing the issue. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.